Event description:
It was reported that during a procedure in the heavily calcified and tortuous left anterior descending artery, ablation was performed using a non-abbott device. A 3.0 x 28 promus rx delivery catheter was advanced into the patient anatomy, but was unable to cross and the device was removed without resistance. Ablation was performed again using a non-abbott device, and the 3.0 x 28 promus rx was prepped for re-insertion into the anatomy, but it was noted that the stent was loose on the balloon. The stent remained on the delivery catheter balloon. The device was not used and a new promus rx delivery catheter of unspecified size was used to complete the procedure. There was no significant delay in the procedure and no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: route. Guide cath: access. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the heavily tortuous and calcified lesion contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy during retraction may have resulted in an interaction with the stent implant that could have caused the stent to become loose on the balloon as there was no damage noted to the stent and the stent was noted to be securely on the balloon prior to use which suggests a product deficiency did not contribute to the reported difficulties. To ensure the reported difficulties are not the result of a manufacturing deficiency, all stent delivery system are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. A query of the complaint-handling database was performed and there have been no other incidents reported for loose stents for this lot. There is no lot specific product quality deficiency. In this case, the reported difficulties appear to be related to the operational context of the procedure.